Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the helix of the pacing lead could not screw fully into the patient's heart muscle at different locations. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event. It was reported that there was a non-specific complaint against the low voltage lead. It was further reported that the second pacing lead exhibited unstable thresholds during the implant procedure. The lead was not used and a replacement lead was used instead.